Event description:
Additional information received with the return of the leads indicated both the atrial and ventricular lead had insulation damage consistent with abrasion with the device can.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
External insulation abrasion was noted at 10.2-10.5 cm from the distal tip consistent with lead friction to the ICD can. This is consistent with the observation from the field of lead noise.

Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-12007. It was reported that while reviewing stored electrograms on the patient's pacemaker, the physician noticed noise on the atrial and ventricular leads. The physician explanted and replaced both leads. No further information was reported.